Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. Additional information was received that the patients spinal cord stimulator (scs) device was not removed.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.